Manufacturer narrative:
This additional supplemental report is being submitted to provide the results of the final investigation due to product return. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported no image condition was caused by a faulty patient board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone and reported a ¿no image¿ issue. The customer stated that after swapping out the video system center, the issue was resolved. The customer requested to send the device in for repair.tac advised the customer that they could sign up for the myolympus service portal and create a repair order through the portal; however, the customer did not have an account set up at that time. Information regarding the myolympus service portal website was provided to the customer. The customer informed tac of the event.the device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image. The issue occurred during inspection for use. There were no reports of patient harm.